Event description:
It was reported that a patient was not able to adjust stimulation. They were seeing the "call your doctor" icon. There was also an out-of-regulation (oor) condition. The patient saw their doctor and they were given a new programmer that did not show an oor message. After the visit the patient got another oor message. It was noted that the therapy impedance was "about 1500 ohms". There was "constant voltage". It was stated that the clinician programmer did not show any different messages when the doctor used it with the patient's implantable neurostimulator (ins). It was stated that the patient's programmer had worked well with a different patient's implantable neurostimulator. It was stated that patient's settings were "simple" and they were not using "interleaving". It was noted that when the doctor checked the screen the oor was confirmed. The clinician programmer did not indicate that there had been a change. Additional information received reported that the oor appears "sometimes", but it was not enough for the patient to give up therapy. It was stated that the patient was receiving effective therapy. Additional information received reported that the patient had a follow up exam in half a year.

Event description:
Additional information indicated the patient's indication for use was parkinson's disease, not dystonia as previously thought.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).